Event description:
The pt's wife reported, the dbs lead was replaced due to an open circuit. Add'l info was requested from the physician. The hcp reported an open circuit was detected that was associated with clinical deterioration in the right limbs and the lead was replaced.

Manufacturer narrative:
.